Event description:
Nail (not a synthes device) was implanted for a subtrochanteric fracture. The nail broke at the lag screw junction. Nail was removed and patient revised to a modular blade/plate (B)(6) 2010. Follow up x-rays showed the blade/plate broken at the fracture site. A crack was noted on the plate upon removal on (B)(6) 2010. Approximately an inch below the crack, the modular plate was broken into two pieces. The spiral blade was intact. The coupling screw was intact but noted as loose. Patient was revised to a 95 degrees blade/plate and secondary to plate, placed with anterior broad plate and dbx. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Approximate implant date reported as (B)(6) 2010. Investigation is on going: no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.